Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient called in stating the device was not working. During the call the patient tried all 7 programs and was not able to feel stim on any of the program. Patient mentioned they are thin and have hit the implant on doorknobs. Patient was in the clinic this week and the healthcare provider(hcp) went through all the programs. Patient said the hcp advised them they were not getting an impedance on any of the electrode which could indicate an open circuit. Patient said the hcp recommended replacement but the patient doesn't want to have the system replaced. Reviewed info regarding leaving the device implanted including how MRI eligibility will change when ins dies. Patient said they have had stim turned down low because they didn't like how the stim sensation felt. Warm transferred to prs.